Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? What medical intervention was given for the pain management? Results? If reoperation was performed, please provide date and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure with mesh and posterior repair without mesh on an unknown date. The patient developed pelvic and vaginal pain immediately after the procedure. The patient also has two-year history of right inguinal pain, worsened by any physical exercise. Vaginal exam shows no erosion, but patient is very tender on vaginal exam. The patient was treated with medication. The surgeon opined as the pain came on immediately after the procedure the likelihood is that pain is secondary to mesh. Additional information has been requested.